Event description:
The customer reported via phone call that the insulin pump alarmed no delivery excessively. The customer stated that the unexplained no delivery alarms caused high blood glucose levels at night. The customer declined to provide the blood glucose reading. He also stated that the insulin pump required frequent battery changes. He declined troubleshooting assistance for the matter.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.